Manufacturer narrative:
Per the t:slim user guide, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer travelling to a different time zone. Tandem technical support assisted the customer with correcting the time. Customer's blood glucose was 120 mg/dl.